Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an error in the motor which was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level unknown. The customer was assisted with troubleshoot and customer stated they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed pump error during rewind due to corroded motor home switch. Unable to verify pump error due to rewind anomaly. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay and minor scratches on lcd window.